Event description:
The reporter stated the device result was 121 mg/dl on a pt. A lab was ordered and the lab was 39 mg/dl. The pt was treated with d50. Controls were run after after the device use and the controls were out of range.